Event description:
A trained physician attempted arteriotomy closure using the starclose device after an unknown procedure. The finish arrows lined up (click 3), the device poped out of the artery, the vessel locator wings prematurely retracted, losing access to the site. Hemostasis was achieved with manual compression. No patient injury reported.

Manufacturer narrative:
The results of the investigation did not yield any manufacturing or component defect. No malfunction was detected. Review of the device history record for this lot did not produce any findings that attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.